Event description:
The account alleged the bed exit will not set. No patient impact.

Manufacturer narrative:
The technician found the account had zeroed the bed with the patient on it, user error. The technician zeroed the bed with the patient out of the bed to resolve the issue.